Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found; distal segment returned and analyzed; it was observed that the defib conductor was distorted, the inner tubing was kinked/buckled, the outer insulation was torn, and blood was present in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.